Manufacturer narrative:
Upon receipt the lead was found cut 52cm proximal to the lead tip. A distal and an 8cm long medial fragment were received for analysis. A proximal fragment including the connector was not returned. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed that parts of the medial and distal fragment, in particular the lead tip, were found covered in calcified tissue. Calcifications are known to cause high impedance and pacing thresholds and are thus assumed to be the root cause of the observed high rv impedance and pacing threshold. In addition, the inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 7.5 and 10cm proximal to the lead tip the insulation was found damaged due to wear. This damage is not assumed to be the root cause for the clinical observation. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion and led to severe mechanical stress in the implanted state. Damages like cuts into the insulation 35cm proximal to the lead tip, the stretched distal lead fragment and the conductor fracture in the distal lead area most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 recorded the rv shock impedance rising gradually from initial 760 ohms onto 1020 ohms in the end of the recorded period, as reported in the complaint. A clinical test performed on (B)(6) 2020 recorded the rv pacing impedance at 1534 ohms and the rv pacing threshold at 1.75v using a pulse width of 1.0ms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 80 months after the implantation ((B)(6) 2020) increase of pacing impedance was noted. According to the update received on 25-mar-2021 this lead was explanted on (B)(6) 2021 due to ongoing increase of impedance.